Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to verify no delivery alarm due to prime anomaly. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, scratched case, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have a crack on insulin pump casing and button malfunction. Customer' blood glucose was 191 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.